Event description:
Boston scientific crm received information that this right ventricular (rv) lead experienced noise, low amplitude r waves and high out of range impedance measurements. The lead was going to be explanted and replaced at a recent device change out procedure, but the patient had lesions around the lead that prevented the explant. The lead was thoroughly inspected for any abrasions or fractures and appeared to be in tact, so it was left in place and used in the new device. Several days post implant the lead began exhibiting noise again. At this time, the lead will remain in place while the physician and the patient consider the options. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.